Event description:
It was reported that the patient was confused ¿if the therapy was implanted or if it was in the programmer.¿ the patient stated that she was not able to change the amplitude on the other three programs and she was on program 1 at 5.2 volts because this was the only program that was working for her. The patient was assisted in moving to program 2 at 1.2 and then again to program 4 where she was ¿really getting it on the hip ,¿ so she turned it down. The patient realized what she did wrong prior to getting assistance. The patient also stated that when she felt stimulation she got ¿shocked.¿ four days later it was reported that the patient was in the emergency room (ER) at the time of the report and she wanted to know if something in the ER could be harmful. The patient clarified that she was in the ER visiting her daughter. The patient had been having problems with one program on her device where she got a ¿tweak¿ in her hip and this started on (B)(6)2014. The patient stated that the ¿tweaking was just once in a while¿ and it was happening on the day of the report more than usual. The patient stated that the ¿tweaking¿ was bad for five minutes, but at the time of the report it had settled down. The patient described the ¿tweak¿as a muscle spasm and noted that it did not hurt. The patient stated that she had no device issues or complications. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v422341, implanted: (B)(6) 2011, product type: lead. (B)(4).